Event description:
The surgeon tried to remove specimen bag from the patient and, while pulling, the bag seam burst and the specimen fell out. A second bag needed to be used to remove the specimen.

Manufacturer narrative:
The event extended the procedure. No injury to the patient was reported. Anchor's investigation has been able to confirm the cause of the incident as material delamination of the bag material. An improvement corrective action plan has been defined and implemented for the supplier's process and equipment to reduce the potential for delamination of the bag material. This product was manufactured prior to implemented corrective action.